Event description:
As reported to coloplast though not verified, pt implanted with aris mesh on or about (B)(6) 2005. Later pt experienced recurrent infection, pain, and continues to receive medical treatment and is anticipated to undergo surgery to remove mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.